Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, the cs300 intra-aortic balloon pump (iabp) unit was not functional. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Event description:
It was reported by the customer that, during routine check, the cs300 intra-aortic balloon pump (iabp) unit was not functional.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse powered up the unit and observed no display and the unit going into system failure. Then, during troubleshooting, the fse observed no cooling fan operation when plugged and the 10 am bulk supply fuse was blown. The fse replaced the supply fuse and it blew again during power up. The fse then stated that there was saline damage to the motor control board and that it shorted causing the 10 amp bulk supply fuse to blow. The fse also stated that the short on motor control board was observed during examination. So, in order to fix the issue, the fse replaced the motor controller pcb. The fse also used a 10a fuse. The power up and system failure issues were then corrected. The unit then passed all functional and safety tests per factory specifications. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The following board pcb, motor controller was received with the complaint of system failure, no display. The national repair center performed a visual inspection of the board and observed residue on the board . Based on past experience this residue is consistent with saline. A CAPA has been initiated to address this issue. Due to the damage and risk it poses, this part cannot be investigated any further by he nrc. Retaining the board in the national repair center per procedure number.